Manufacturer narrative:
Concomitant medical products: addrl1ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance. The lead was tested in unipolar and was "working fine," however, the patient requested that a new lead be implanted. The existing lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.